Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated they tried to turn therapy off for a procedure they had at the hospital last week on (B)(6) due to some intractable migraines they experience but they were unable to do it because "it didn't communicate." They think it's stuck on the on position and they've been trying to turn it off ever since with no luck. Unable to perform troubleshooting since patient didn't have the equipment available. They'll call-back at their convenience.